Manufacturer narrative:
A review of synthes device history record for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post nail, blade and screw implantation on (B)(6) 2011 experienced pain while performing physical therapy approx three weeks post operative and returned to surgeon. An x-ray on an unk date revealed the nail migrated outside the femoral head. Pt was returned to the operating room on (B)(6) 2011, hardware was removed and pt was revised to hemi-arthroplasty, total hip replacement. This is one of three reports for this event.